Event description:
Ufmw report rec'd concerning a component (tubing) breakage incident with use of one b33131 7" microclave pressure infusion ext set. The ufmw reports"...while performing CT of the neck and chest (midway through) the extension tubing popped. The injection was 300 psi (4/mlsec) for approximately 60 ml before the tubing burst." There were no reported adverse pt consequences. Although requested add'l info and device return status have to date not been provided.

Manufacturer narrative:
MFR's investigation: (B)(4). Conclusion: the involved device set was not returned for analysis and confirmation. The exact cause of the component damage is unk. However, continuous improvement initiatives based on engineering studies have identified and sourced an alternative tubing with properties that are better suited for applications where a combination of increased contrast media viscosity and greater back pressures are occurring. Current build reflects this tubing material change.